Event description:
It is reported that there was black colored dust in both pans where the black paint had cooked off during the wash/sterilization process. The tray had to be pulled off the field and the scrub had to break due to the dust.

Manufacturer narrative:
This report will be amended when our investigation is complete.